Event description:
It was reported that during a follow up two months post implant, the estimated longevity was found to be much lower than expected. The device remains implanted. There were no adverse consequences to the patient.